Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. Corrected data d4: UDI# a manufacturing record evaluation was performed for the finished device pcee45a lot number c9e52h and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. See attachments.

Manufacturer narrative:
(B)(4) date sent: 4/22/2025 additional information received: patient name: (B)(6) hospital: (B)(6) admission / case number: (B)(4) hospitalization period: (B)(6) 2025. Reason for admission the patient presented with a two-week history of progressive abdominal pain, initially suspected to be acute appendicitis. Due to worsening clinical presentation and imaging findings suggestive of severe intra-abdominal inflammation, the patient was admitted for further evaluation and surgical management. Diagnoses: acute perforated appendicitis with perityphlitic abscess, secondary peritonitis terminal ileitis with intestinal perforation, severe chronic inflammatory bowel disease, highly suggestive of crohn¿s disease mechanical ileus due to anastomotic stenosis, anastomotic insufficiency secondary to stapler malfunction peritoneal adhesions, iron deficiency anemia, plasma cell hypochromic anemia) asymptomatic cholecystitis. Surgical history: on (B)(6) 2025, the patient underwent diagnostic laparoscopy and appendectomy. Intraoperative findings revealed an inflamed appendix with abscess formation and marked inflammatory changes of the terminal ileum. An abscess culture grew escherichia coli. Intravenous antibiotic therapy with cefuroxime and metronidazole was initiated. Due to clinical deterioration and recurrence of inflammatory markers, a repeat laparoscopy was performed on (B)(6) 2025. A covered perforation of the terminal ileum was identified, requiring resection of approximately 15 cm of the terminal ileum including the ileocecal valve. A side-to-side ileoascending anastomosis was created using a stapler. Postoperatively, the patient required temporary monitoring in the pediatric intensive care unit. Following surgery, the patient developed signs of mechanical ileus, including abdominal distension and impaired bowel function. On (B)(6) 2025, a third surgical intervention was performed. Diagnostic laparoscopy revealed an anastomotic stenosis and extensive adhesions, necessitating conversion to open surgery. The stenotic anastomosis was resected, extensive adhesiolysis was performed, and a new side-to-side anastomosis was constructed using absorbable sutures. Approximately 3 liters of intestinal contents were decompressed intraoperatively. Pathology findings histopathological analysis of the resected anastomotic specimen demonstrated ischemic mucosal and full-thickness intestinal wall changes with incomplete continuity between intestinal segments. There was focal purulent-granulating inflammation with foreign body reaction and localized peritonitis. A lymph node with sinus histiocytosis was identified. No evidence of malignancy was found. Findings from the ileocecal resection revealed severe chronic and active transmural ileitis with fibrosis and granulomatous inflammation, consistent with crohn¿s disease. The anastomotic failure was discussed with the surgical team and attributed to a malfunction of the stapler device. Postoperative course the postoperative course was prolonged and complicated by significant pain and delayed gastrointestinal recovery. Pain management required high-potency analgesics. Broad-spectrum intravenous antibiotic therapy with piperacillin/tazobactam was administered for a total of 20 days. Laboratory monitoring showed marked inflammatory response and significant iron deficiency anemia. Due to hemodynamic stability, no blood transfusion was required; however, intravenous iron was administered prior to discharge. The patient underwent regular physiotherapy and gradual mobilization. Oral intake was reintroduced slowly and was well tolerated. Assessment and etiology overall clinical, radiological, surgical, and histopathological findings strongly support a diagnosis of crohn¿s disease. A positive yersinia finding was considered incidental and not causative. The anastomotic stenosis was determined to be secondary to a technical device malfunction, which was reported internally and to the appropriate regulatory authority. The findings and course were discussed openly with the patient and her parents. Discharge status the patient was discharged on (B)(6) 2025, in stable general condition with satisfactory bowel function and adequate pain control. Outpatient follow-up was arranged. Follow-up and recommendations follow-up appointment at the pediatric surgery clinic on (B)(6) 2025, including ultrasound and possible laboratory testing stool calprotectin testing in early (B)(6). Outpatient pediatric gastroenterology follow-up in approximately 3 months hydro-MRI in 3¿6 months. Gastroscopy and colonoscopy approximately 6¿9 months postoperatively if clinically stable. Repeat laboratory evaluation including iron levels and vitamin b12 pertussis booster vaccination recommended.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. Please clarify what is meant by "ileus symptoms increased". How many firings were completed to create the common channel? Could you please confirm that a common channel was created in the initial procedure? How long after the procedure was the stenosis recognized? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a side-to-side anastomosis (terminal ileum/ascending colon) was performed using the stapler after resection of the ileocecal valve. As the procedure progressed, ileus symptoms increased, and a second operation was performed on (B)(6) 2025. A stenosis was revealed in the anastomosis area. Histopathology revealed that the intestine had not been transected between the staple rows. Thus, a continuous anastomosis was not created initially.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Corrected data: h6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.